Manufacturer narrative:
The reported condition of under infusion was not confirmed or duplicated; therefore, an assignable cause could not be determined. An accuracy test was performed and the test results were found to be within the specified limits. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that under infused. The pump was set approximately at 13:40 hours at 100mls/ hour to speed up the infusion as it was noted to be running behind time. Blood was being infused. The hospital stated that it was possible that the pump was adjusted by a doctor although cannot be confirmed. The doctor did turn off the pump for 5 minutes, however, the hospital stated that this would not account for the fact that the infusion ran behind. Prior adjusting the pump to 100mls/ hour the pump was set at 70mls/hour with an infusion total of 280mls planned to infuse in the 4th period. The pump was then reset to 100ml/hour when it was noticed that the infusion was running behind. The pump was changed. The pump was tested in the hospital with 50mls sodium chloride for 15 minutes at 200mls per hour and no issue was noted. A patient was involved but no patient injury or medical intervention occurred. This device utilizes user interface module master software version 7:01:00 categorized as remediated.